Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the unit leaked quite a lot of fluid from the handpiece. There were several instances of this (more than 5) according to the customer. Procedure completed as originally planned as another identical device was immediately available.